Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a model z9002 18.0 diopter intraocular lens (iol) was explanted from the left eye of a male patient due to residual refractive error. The lens was replaced with the same model lens of a lower diopter (15.0). There was no complication and no patient injury. No incision enlargement was required or other additional procedures.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 11/09/2016. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Device inspection was performed and the lens was visually inspected at 10x microscope magnification. The lens was observed cut in two pieces probably related to the explant process. Residues of viscoelastics were observed on both pieces of the lens returned. The reported issue could not be verified in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.